Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the inability to aspirate was unknown. No actions and interventions were taken at this time. All the information was relayed to the surgeon.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (unknown dose and concentration), unknown morphine (15 mg/ml, 4.957mg/day) and unknown baclofen (2500 mcg/ml, 826.2 mcg/day) via an implantable pump indicated for intractable spasticity. It was reported that the nurse that fills the pump and the patient had been calling the managing physician and they were refusing to respond. The patient reported that they were upset that the managing physician refused to see her personally and had a nurse fill her pump at home. The patient stated the healthcare provider (hcp) put in dilaudid and refused to titrate down and remove the dilaudid. The patient stated she had tried to see other hcp's, but no one would see her because the dilaudid was in the pump. The patient stated they were too sick to make an outpatient appointment and she wanted to have a dye study done on their pump because titrating the pump didn't mean anything. Additional information was received from multiple company representatives (rep) reporting that the patient was admitted to the hospital for medical issues not related to her pump. The patient claimed she had heard no alarms and was not having any symptoms of withdrawal. The patient thought their pump was not working. A dye study was ordered and the radiologist was unable to aspirate the catheter. An MRI was completed.  The issue was not resolved at time of report. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient's weight and medical history were asked, but unknown. It was unknown if surgical intervention would occur. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 8781, lot#, serial# (B)(4), implanted: (B)(6) 2017, explanted:. Product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that a revision occurred in april.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2019-07-08, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.